Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that tibial base plate was loosened to medial side after the op. Also, the stem and tibial component were disassembled. Primary op (implanted date of this implant) was (B)(6) 2012.